Event description:
The base popped off the mixer and the device was unable to be used.====================== manufacturer response for cement mixer, autoplex (per site reporter).======================the rep was watching the physician not the machine.